Event description:
It was reported that there are cracks in the case. The device was not dropped, but the drive support cap was flush, and the customer did not know how it happened. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump was received in with a protruded/loose drive support disk, cracked battery tube threads, cracked reservoir tube lip and a scratched lcd window.